Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Address device evaluation results, including if the malfunction was confirmed. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the outer tube has a dent/kink and therefore the parts are not dis-/reassemable should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope experienced a damage to the optics (kink) issue during a reprocessing. There were no reports of patient involvement.